Manufacturer narrative:
Investigation findings: needle punctured through the sheath. Visual evaluation of the returned device found the needle had penetrated through the outer extrusion at the proximal end of the distal stop. While the needle was protruding through the sheath, the handle was actuated and the needle would extend and retract without issue. When the needle was retracted, the tip of the needle was still extending out of the outer sheath. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The device was likely bent at the proximal end of the distal stop while it was being maneuvered during the procedure. Subsequently, when needle was extended with the sheath bent, the needle punctured the outer sheath. Therefore, the most probable root cause classification for the encountered failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an excelon tban needle was used. According to the complainant, the device would not advance out of the sheath. This event has been deemed reportable based on the investigation results: needle punctured through the sheath.